Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer reported that she received a no delivery alarm. The customer's blood glucose was 500 mg/dl at the time of incident. The customer stated that he was wearing the same infusion set for two weeks. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.